Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 12f amplatzer amulet delivery sheath was chosen for a left atrial appendage occlusion (laao) closure procedure. During procedure, when the physician advance the delivery system for the guidewire, felt a strong restriction in the femoral access and a blockage. The doctor performed various troubleshooting maneuvers and after successfully removing the release system. The physician inserted a short femoral introducer 8fr, and the same locking occurred. There were able to remove everything, it became evident that the guide had a rough surface along its entire length and de femoral had a small lesion. The lesion got solved with prostyle, subcutaneous suture, pressure and to monitor possible bleeding for 1 hour in recuperation room. The procedure time increased 20 minutes. The total bleeding 80 cc. The patient was reported stable.